Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus using the quick bolus feature. Customer's blood glucose (bg) ranged between 250-300 mg/dl. Reportedly, the customer was able to successfully deliver a quick bolus.